Manufacturer narrative:
The device was evaluated, and the reported issue of the e315 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Furthermore, the subject device had a black image that improved after aeration. Additional issues were identified during the device evaluation: the label was not properly affixed, switch 3 was not working, angulation was lower than standard, with heaviness and play; the distal end was cracked; the objective lens had peeling glue, the light guide lens was cracked, with a chip, and the glue was peeling off; the distal sheath glue was cracked; the bending section was frayed; the insertion tube had sneakiness; minor scratches on the boot; the control body had corrosion; the light guide tube had buckled; and the scope connector had fluid. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, when the scope was inserted into the evis exera iii colonovideoscope an error code of e315 for an unsupported scope appeared. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image e315 error message could not be determined, however, the issue was likely the result of water ingress into the scope connector due user handling, causing electrical component failure. The event can be detected/prevent by following the instructions for use which state: ¿·inspection of the endoscopic image¿ ¿·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.